Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was not returned to olympus for further evaluation and testing but just for ecology disposal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a conclusive root cause could not be determined. The suggested event is detectable by handling the device in accordance with the following sections of the instructions for use (IFU): -inspection of the air feeding function. -inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the air/water channel of the subject device was clogged. The reported event was found during reprocessing. Reportedly, the device has not been used with clogged channel. There was no procedure involvement. There was no report of patient or user injury due to the event.